Event description:
It was reported that during an open low anterior resection, it was found that the articulation joint cover was torn after the first firing on the rectum. The cartridge was gold. It was unknown when the part was damaged and if the damaged part fell into the patient or not. The size of the damaged part was 1 millimeter wide and 5 millimeters long. The doctor did not find the sized piece inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor wanted to know if the damaged part was just tore or some part was missing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: joint cover. The analysis found that one pse60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon further inspection the joint cover was noted to be torn. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.